Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Upon interrogation of the implantable cardioverter defibrillator it was revealed that the device had appropriately delivered therapy twice, however the lifetime counter read that zero therapy had been delivered. The episodes were available via merlin.net. The patient was discharged.